Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a disconnection of a minicap from a transfer set (both baxter products) occurred which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. At the time of this report, the patient was recovering from the event. The peritonitis event is referenced in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a minicap and transfer set. It was stated that the minicap fell off. No additional information is available.